Manufacturer narrative:
The unit was received at the service center with the customer complaint of blank screen. The reported issue was duplicated. When turning the unit on, it was noticed that the power button on the membrane sticks. After the unit was turned on, the backlight came on but there was no display. The unit was taken apart for further investigation. The lcd was replaced using a test lcd. When using the test lcd there was a legible display when the unit was turned on. This determined that the lcd was bad. The lcd was taken apart and looked at under a microscope. When looked at under a microscope it was evident that the red wire had insufficient solder. The root cause of the blank screen was insufficient solder on the red wire. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit with no specified issue. Upon triage and inspection on (B)(6) 2018, the service technician found that the unit has a blank screen.